Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a piece of the sleeve can be observed inside a container, the piece appears to be the distal tip of the sleeve, the broken area appears to have been melted; however, no definitive conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 08/27/2019. Device analysis: the distal end of a trocar cannula was received with no other sections or packaging of the device. The distal end of the xcel instrument was received broken and melted. This type of damage is consistent with the one produced by an energized device. The distal section of the trocar was visually examined with an optical microscope and images of the part were captured. The section of the trocar that was disconnected from the base had an irregular surface where it had separated. One of the concerns was that this trocar had broken in a brittle manner, but there were no secondary cracks that are typically seen in brittle cracks in polycarbonate. The surface had an appearance that looked as if it was cut with something that melted the plastic. Additionally, there were two locations on the side of the trocar where superficial damage was present similar to a harmonic blade or hot object came in contact with the surface. The marks on the side of the trocar and the irregular surface of the fracture indicated that the trocar may have been exposed to something that was hot, such as a harmonic scalpel or some type of cautery blade. The distal end of the trocar most likely was severed or partially cut using a harmonic or electrocautery tool that melted the trocar. No evidence of a material defect or an incorrect material processing parameter were detected. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained could you please provide a description of the 3 mm tip? Did the patient have any other procedures where trocars where used? Response received: this is the distal tip of a 5 ml sleeve. Prior to her visit for the c-section when the xcel specimen was found, the patient is identified as having a right hemicolectomy and end to end anastomosis of ileum to colon on the day of her surgery (B)(6) 2016. No mention of any other surgical procedures where trocars are used. She then suffered with recurrent infections which were treated conservatively.

Event description:
It was reported that a 3 cm piece of an xcel trocar was found within a patient on (B)(6) 2017 during a c-section procedure. The piece of trocar was found lodged in the adhesions to the umbilicus. Patient had a robotic hemicolectomy some time last year, where they suspect the event occurred. The trocars were not checked following the procedure prior to disposing of them, therefore they did not realize that this had happened. They will look on the file to see if lot numbers were recorded but aren¿t hopeful. Patient has complained of abdominal pain since. The patient is now doing well.